Event description:
Arjo was informed about broken side rail from enterprise 8000x bed. According to provided information, side rail was broken off by a doctor by accident, doctor used excessive force while pulling/pushing the side rail which resulted in side rail detachment (screws responsible for holding plastic part and metal plate of side rail assembly were ripped off). No injury was sustained as a result. Device was repaired (side rail replaced with customer supplied part).

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the information received and the bed frame condition. Instruction for uses (IFU, 746-585-UK-07) warn: "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" arjo device failed to meet its performance specification since the side rail was ripped off. There was no injury reported. The complaint was assessed as reportable due to the side rail detachment.